Event description:
Customer reports " the device is overinfusing the pt was complaining of nausea and dearrhea. Device was set for 2400ml at 100ml/h and it infused in less than 12 hours." Multiple attempts to obtain further information have been made, but have been unsuccessful. No additioanl information is available at this time. If any significant information is relevant to this incident becomes available, it will be submitted to the agency.